Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the flow sensor 3/8¿ x 3/32¿. The incident occurred in bydgoszcz, poland. Through follow-up communication with the customer, livanova learned that the calibration of flow sensor was successfully performed properly before procedure. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that, during priming, the flow sensor, despite the stopped flow (manually clamping the drain between the revolution centrifugal blood pump head) and stopping the aortic and venous clamps, showed oscillating values in the display from one to almost two liter. The values did not stop and were constantly changing from positive to negative and back. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a short video was provided by customer confirming significant oscillation (25-45% with respect to total set flow) of flow read when all lines were clamped with electrical clamps (arterial and venous) as well as manual clamp between revolution head and the flow sensor. Involved flow sensor was returned to livanova for investigation. Upon visual inspection, no defects were found on the hardware. Sensor was then connected to the essenz heart lung machine (hlm) and mapped as venous flow sensor. Sensor was mounted on the tubing in series with an existing flow sensor to check the read values. Calibration was performed manually clamping the line before and after each sensor. When establishing flow, both sensors were measuring almost the same value (as per the device instructions for use, the 3/8¿ flow sensor has an accuracy of ±7%, therefore the small discrepancy recorded was related to accuracy level). When stopping the pump, flow oscillated between small positive and negative values while reducing the flow, but it set at 0.0 lpm in few seconds when clamping the line between revolution head and sensor, and after the sensor (to simulate arterial clamp that was not mounted on the system). No device malfunction has been reproduced. Based on all the gathered information and considering that the reported issue has not been reproduced, it is reasonable to assume that the flow sensor was slower than customer expected to settle to the correct value and/or there was a sub-optimal closure of the manual clamp between the revolution head and the sensor.